Manufacturer narrative:
Due to character restriction in block e1 e1 event site name is (B)(6). A getinge field safety engineer (fse) was dispatched at site to evaluate the unit. Fse inspected device and found automatic inflation malfunction. Fse found abnormal pim data during maintenance mode testing and replaced the spare parts. The normal function tested, equipment safety and all functions were tested, all parameters met factory requirements.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had an automatic inflation failed to work. There was no patient involved.